Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker exhibited incorrect measurement. No changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
The reported event of inconsistent at/af burden across multiple session records was confirmed. The at/af burden calculation is dependent on the ¿last clear date ¿and the formula used to calculate the diagnostic changes was based on if it has been over a year since the data was cleared. The device is performing per design.